Event description:
Orig. Surg. 1990. Allegedly there was a lot of lysis behind the shell... There was a multi-hole shell originally and it looks like the particle debris from the poly caused some lysis debris behind the shell. The shel was well fixed around the rim.